Event description:
It was reported that the surgeon drilled a 2.5mm bone socket into the proximal phalanx and passed the sutured tendon graft into the bone socket. With tension on the sutures as well as tension on the tendon graft, he began to advance the 3x8mm tenodesis screw (ar-1530bc) into the bone socket. The screw advanced initially but near the middle of the screw, the inserter broke off, leaving the screw and the tiny metal pin in the patient. Surgeon was unable to retrieve the fragment. Thumb/ucl reconstruction.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging while still loaded and/or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.